Event description:
It was reported the device was explanted and replaced due to an issue with the header and non capture on a pacer dependent patient. "Squeezing the header of the device would reproduce the issue the clinician was observing at the time." No patient complications were reported as a result of this event. Additional information reports patientt had syncope. Ep evaluation showed intermittent loss of pacing, impedance increase when removing device from pocket. Oversensing and loss of output seen w/manipulation of the lead. Values were good through analyzer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis determined the reported intermittent output and high impedance condition was the result of a misshapen ventricle multi beam connector not making continuous contact with an is-1 lead.